Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise that was oversensed by the device. An inappropriate automatic mode switch episode was noted. It was noted that the noise was due to interference from a heart pump that the patient had implanted in november. Programming changes were made. The patient was in stable condition.